Event description:
In 2001, the facility's or materials management informed the distributor's sales representative of the following: while attempting to attach catheter segment to the device, the catheter split at the distal end. The physician kept attempting to attach and eventually was able to implant the device. The physician cut off the split section of the catheter and the remainder of the catheter was implanted. Only the split section of the catheter will be returned. No further details were available at this time.